Manufacturer narrative:
(B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was inspected at the distribution site. According to the complainant, upon inspection of the product at the distribution site, it was noticed that the sterile package with the device inside was tore off/stripped off. There was no patient involvement and this device was not used in a procedure.